Event description:
Pt called from home and stated that her PICC catheter was leaking blood; it was "squirting all over." The pt had the catheter repaired at the hosp. It was noted that the pt had curled the catheter to conceal it from public view. It appears that the excessive manipulation may have weakened the catheter causing it to break. In addition, the valve did not stop the blood from squirting out of the catheter. This exposed the pt to infection and embolism.